Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient decided to drive herself to the emergency room because the cgm was 49 mg/dl, she did not check it with a fingerstick as she ran out of test strips and they were expired. She immediately drank a soda, ate some candies, gummy bears and a slice of bread. Prior to this, she did not feel any usual symptoms of being low. At the emergency room, her fingerstick reading was around 401 mg/dl while the sensor reading was around 99 mg/dl. She was given an insulin intravenous drip. Before she left, her sensor reading was still 99 mg/dl and they did not confirm it with another fingerstick. She stayed in the hospital and got discharged on the same day. They also gave her some test strips for her to continue treating it at home. At the time of the report, she was fine and good. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at home. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival at the emergency room. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.